Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of judqf441 showed nine other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that statlock (vupd1214) are not sticking properly, and need to change them more often than usual. So far in the box users have found 4 or 5 that is defective. On 1/3/2020: quantity was updated to 10 not sticking properly. This report addresses the sixth of ten devices.